Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. No bends or kinks were observed on the soft cannula. Fluid was successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. The formed needle and bottom housing were inspected for damages or defects that could cause skin irritation and an inadequate formed needle tip was found. The inadequate formed needle tip can be confirmed as the cause of the skin condition irritation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. The cannula was dislodged from the site. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a correction bolus of (4u) was delivered and a new pod was applied.